Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On an unknown date, the patient experienced peritonitis. Treatment was not reported. The cause of the peritonitis was unknown and the consumer stated that she was not allowed to discuss it. The consumer stated that the patient was not hospitalized. At the time of this report, the patient was recovering. Dianeal therapy was ongoing. An opinion of causality was not reported. The consumer did not want the nurse to be contacted.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd879163 and gd878843, there were no issues detected during manufacturing of the batches. The problem was not confirmed and the root cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.